Manufacturer narrative:
(B)(4). After battery installation, unit showed functional lcd with permanent black lines. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. During microscopic inspection, it was determined that the individual traces on lcd glass between the lcd controller and the lcd image area have been broken causing horizontal lines of information from displaying. Unit also received with a cracked case (battery tube), pillowing keypad overlay, scratched case and cracked case on battery side. In conclusion, the unit was received with broken traces causing display anomaly. Customers allegations for cosmetic allegations were confirmed during visual inspection when cracked case (battery tube) was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and a crack on the back side near the battery section. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1886 and the product was returned for analysis.